Event description:
It was reported that this pacemaker exhibited premature battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery depletion was related to the frequent sensing of the patients high atrial rates. No adverse patient effects were reported. The device remains in service.